Event description:
It was reported a right hip revision surgery due to pain, infection and metallosis.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the complaint history for the head/ sleeve/ cup was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other complaints have been identified for the cup. Similar complaints have been identified for the head & sleeve. However, as these devices are no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. It was also confirmed that all devices were sterilised. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. The medical documents were reviewed. Per the surgical technique, bhr is contraindicated for females of childbearing age. It should also be noted the surgical technique indicates acetabular component is to be impacted with 15-20° of anteversion. However, the implantation operative report indicated the acetabular component was implanted at approximately 10-15° anteversion. The root cause for the scar tissue cannot be concluded but some patients can be genetically predisposed it is a known complication of joint surgeries and is related to the procedure and not the device. It should also be noted, the patients¿ history of previous surgery for slipped capital femoral epiphysis and her subsequent post traumatic degenerative joint disease cannot be ruled out as contributing factors to her pain and scar tissue development. The revision document does not note findings consistent with the complaint description of infection or metallosis. Based on this investigation a potential root cause of the reported revision is improper loading due to the incorrect cup anteversion angle". If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation